Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feed set tube fell off the bag spike of an mr290 autofeed humidification chamber. This was found after one week of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed that the feedset tubing was separated from the bag spike. Sufficient glue was present around the spike tubing connection; however, the glue had no bonded properly. A lot check revealed one other complaint of this nature for lot number 120419. Conclusion: it was identified that the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feed set tube fell off the bag spike of an mr290 autofeed humidification chamber. This was found after one week of use. No patient consequence was reported.